Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, after the pocket opened, it was noted that the right atrial (ra) lead exhibited excessive wear on the insulation layer. The wear in the insulation layer was able to be confirmed via visual examination. The physician opted to repair the ra lead during the procedure. The ra lead remained implanted. The patient was in stable condition.